Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The reported cause of the peritonitis is touch contamination while the patient was hospitalized for a reason unrelated to pd therapy. The culture was positive for corynebacterium minutissimum. Corynebacterium are usually found as constituents of the normal microbiota of the human skin and mucosa. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis with subsequent hospitalizations. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially hospitalized on (B)(6) /2022 for an unspecified reason. The hospitalization was unrelated to pd therapy or use of the liberty select cycler. During the hospitalization, the patient developed peritonitis. The pd effluent cultures were positive for corynebacterium minutissimum. The cause of the peritonitis was attributed to touch contamination. The patient was discharged on (B)(6) 2022. No information was provided related to the patient¿s antibiotic therapy during the hospitalization. The pdrn stated there as no issue with the cassette or liberty select cycler related to the peritonitis event. Subsequently, on (B)(6) 2022 the patient was re-admitted to the hospital due to worsening unspecified symptoms from the peritonitis. The patient was discharged on (B)(6) 2022. No additional hospital details were known. Once again on (B)(6) 2022 the patient was admitted due to complications from the peritonitis and discharged on (B)(6) 2022. Lastly, the patient was admitted on (B)(6) 2022 and remained hospitalized. The patient¿s pd catheter (not a fresenius product) was pulled on (B)(6)2022. The patient transitioned to hemodialysis (hd). It is unknown if the patient will be able to return to pd therapy. The patient developed multiple abdominal adhesions from the peritonitis event. The doctors will have the patient rest for an unspecified period of time and then evaluate the patient to see if a return to pd therapy is feasible. The patient continues to complete hd therapy.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially hospitalized on (B)(6) 2022 for an unspecified reason. The hospitalization was unrelated to pd therapy or use of the liberty select cycler. During the hospitalization, the patient developed peritonitis. The pd effluent cultures were positive for corynebacterium minutissimum. The cause of the peritonitis was attributed to touch contamination. The patient was discharged on (B)(6) 2022. No information was provided related to the patient¿s antibiotic therapy during the hospitalization. The pdrn stated there as no issue with the cassette or liberty select cycler related to the peritonitis event. Subsequently, on (B)(6) 2022 the patient was re-admitted to the hospital due to worsening unspecified symptoms from the peritonitis. The patient was discharged on (B)(6) 2022. No additional hospital details were known. Once again on (B)(6) 2022 the patient was admitted due to complications from the peritonitis and discharged on (B)(6) 2022. Lastly, the patient was admitted on (B)(6) 2022 and remained hospitalized. The patient¿s pd catheter (not a fresenius product) was pulled on (B)(6) 2022. The patient transitioned to hemodialysis (hd). It is unknown if the patient will be able to return to pd therapy. The patient developed multiple abdominal adhesions from the peritonitis event. The doctors will have the patient rest for an unspecified period of time and then evaluate the patient to see if a return to pd therapy is feasible. The patient continues to complete hd therapy.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. The reported incident is attributed to end user error in accordance with the complaint description. The alleged event is confirmed since the incident was caused by the user.